Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the blade was detached. Additional information was received and stated that the broken blade was discovered when opened on the tray. There was no harm reported.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The product was manufactured on 03-feb-2022. Two pictures were provided for the investigation purposes. Upon visual evaluation, the reported issue is confirmed. A gemba walk was performed at the manufacturing process. A possible root cause that could have caused the blade to not seal properly on the gray handle was due to part placement issue on the ultrasonic welder machine. The operator should place the gray handle in the fixture and make sure not to find embedded material, contamination, or malformations in the handle. As an action plan, the production personnel received an awareness notification of the condition reported. At this time, a corrective and preventive action is not deemed necessary. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.